Event description:
The customer reported that the system gave a motion error during use. After booting twice the system worked and the case was completed.

Manufacturer narrative:
The ge svc erased all flash memory and reinstalled the cal data and calibrated motions. He verified proper operation of the system. The unit is functional and operates as intended.